Event description:
Reporter states her husband (patient) had a left knee replacement on (B)(6) 2024 and when he was discharged home, he began using kinex connect. On (B)(6) 2025 the reporter connected the device to the patient and set the device at 80 points. The reporter left the room and a few moments later she heard her husband yelling her name. When the reporter entered the room, she states she saw the patient's knee bent all the way back. The patient was experiencing severe pain and had difficulty walking. Reporter disconnected the device from the patient and noted the setting was at 134 points. The patient was transported to the hospital by ambulance and has been admitted since.